Event description:
Per pt, reported change in quality of 2-head needle sets and has had issues with them in the past. We had been sending extra needle sets just in case. Per pt, did have a problem with the needle sets last night, where needle is bent. Pt stated first needle set was bent so used second needle set which was fine. Rms 2- 06-06 needle set, lot: 24c28n, exp: 3/22/2027. Pt states mostly have problems with exp dates of 2026 or 2027, not 2024 or 2025. Advised pt will notate pt needs extras due to quality issues for future notice no further information provided, unknown if mdo aware. Unknown if patient has bent needles on hand for possible return. Reported to (B)(6) by: patient/caregiver.

Event description:
Additional information received for a report #mw5162221 on 12/03/2024 to add the manufacturer name and address.